Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga 30 general system was used in an procedure performed on (B)(6) 2021. During the procedure, the laser console was not working properly. The power was not adequate and the foot pedal was not activating the laser. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.